Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the scs ipg for approximately two months. Consequently, the patient's scs ipg was most likely inoperable, as it would no longer communicate with external devices. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the device was explanted and replaced. Stimulation was reportedly restored postoperatively.